Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted to a patient about 10 years ago. On (B)(6) 2015, the device was replaced since the patient's condition did not improve after changing the setting pressure. The surgeon suspects the valve occlusion due to biological debris. Further information would be provided as soon as (B)(6) receive it from the facility.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, leaked from the rickham reservoir (possible needle holes). The valve was reflux tested, the valve failed the test. The valve was tested for programming. The valve failed the test, the valve only programmed up to 130mmh2o. The valve was then pressure tested, the valve was tested up to 130mmh2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification: it was noted that the x ray dot was dislodged and sitting on the cam mechanism this is possibly why the cam would not program after setting 130mmh2o. Signs of corrosion were noted on the x ray dot. Biological debris was found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 10th march 2003. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The root cause of the dislodged x ray dot could not be clearly determined. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.